Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) was replaced because the lead had probably broken and then 2 days prior to the scheduled revision surgery for that, the patient programmer should the battery went dead.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had his system replaced. The patient initially stated that the battery went ¿bad¿ and the lead had broken. The patient clarified that the battery didn¿t go ¿bad¿ but had worn out after 5 years. The patient had a problem on one side that couldn¿t be corrected. The patient went back to his pain clinic and a company representative checked his system. The patient was told the lead on the right side was broken. The patient stated, the ¿plate device¿ (further clarified to mean the lead) had shifted in his spine just a little bit to one side. The next day, the stimulator went. Since they were going to put in a battery, they needed to replace the lead as well. The system was replaced on 2013 (B)(6). Around the time, the patient noticed a code on his programmer but could not recall what the code was. The patient had been requesting compatibility for a CT scan with the current system.